Manufacturer narrative:
The problem was due to a component failure (broken pfc and defective compact charger). We are unaware about patient injury. We are waiting for additional information from distributor. Device evaluated by distributor.

Event description:
The laser system has the following problem: "mains was tripping and machine didn't get on. Problem in igbt pack and compact charger was found". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system had a problem that did not allow to use it. No adverse effects to patient were reported.